Manufacturer narrative:
An event of leakage and valve replacement was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 25 mm biocor valve was implanted due to mitral valve stenosis. On (B)(6) 2017, during a clinical follow-up perivalvular leakage was observed. During a clinical follow-up on (B)(6) 2018, it was identified the leakage persisted and a mitral valve replacement was performed. No additional information is available.